Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, when the pipeline was located in the right mca, the physician started to deploy the device but the sleeves wouldn't open. As a result the physician attempted to reshseath and deploy the device but it became stuck in the distal end of the microcatheter and again wouldn't deploy. The device was then replaced with that of another manufacturer. The pipeline and accessory devices were prepared as indicated per the IFU, with a continuous flush used. The physician released slack in the system in an attempt to resolve the issue but the problem persisted. It is unkown if there was damage to the catheter, but no damage to the pushwire was seen. The patient was undergoing surgery of an unruptured, saccular right mca aneurysm with a max diameter of 5.2mm and a neck diameter of 4.3mm. Dual antiplatelet treatment was administered with a pru level of 35 seen. There were no related patient symptoms.

Manufacturer narrative:
The pipeline flex with shield was returned without the catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found fully opened with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex with shield braid fully opened and no damage. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the analysis finding, the pipeline flex with shield was not confirmed to have "failure to open" and "stuck at the distal segment of the catheter" as the pipeline flex with shield was returned without the catheter. In addition, the pipeline flex shield braid was fully opened and no damage. Since, the catheter was not returned, any contributing factor of the catheter to the issues could not be determined. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.